Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to implant instability.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned product revealed considerable damage to the lock detail on the anterior side. Markings are visible on the articulating surface and the distal surface. The anterior chamfer of the insert is deformed. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our lab completed an analysis with the following results: visual inspection of the genesis ii ps hi flex insert showed damage/deformation on the articulating surface of the tibial insert; these features were likely created by third-body particulate (bone chips, bone cement, etc.). Rounding of the anterior lock indicates the insert was possibly seated initially. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.